Event description:
Two abutment screw fractured for the above pt. The md had to perform an add'l surgical procedure to remove the abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.